Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that after over 6 years of support, the patient underwent a pump exchange to another manufacturer's device on (B)(6) 2016 due to malpositioning of the inflow cannula. No further information was provided.

Manufacturer narrative:
The report of a malpositioned inflow conduit could not be confirmed through this evaluation. The user facility did not provide any x-ray images showing the malpositioned inflow conduit or photos from the pump exchange. The pump was not returned for evaluation and therefore a root cause could not be identified. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.